Manufacturer narrative:
Patient age at time of event was not provided. Patient sex at time of event was not provided. (B)(6). Approximate age of device was not provided. (B)(4). The event is currently under investigation.

Event description:
During an evar procedure, when using the sheath, the luerlock adapter broke from inner dilatator. The sheath was removed from the package, flushed with heparinized saline solution, the same one used for the stent grafts. The sheath and the dilatator were introduced over another manufacturer's 0.35 inch wire into the right groin and placed right in the aortic bifurcation for a angiography. When the physician removed the inner soft dilator, the syringe adapter on the dilatator broke away from the dilatator. He had to pull out the dilatator with a small clamp to continue the procedure. The anatomy of the vessel was neither tortuous nor calcified. The physician was able to proceed with the procedure as normal and the patient did not required any additional interventions. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. (B)(4). Investigation - evaluation a review of the complaint history, device history record, documentation, drawing, manufacturing instructions (mi), quality control (qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. The sheath and dilator were returned. The dilator did not have a hub attached, and the hub was not returned. The hub dimensions could not be verified per drawing. The dilator flare was visually inspected. The device history record was reviewed. There have been no other complaints from this lot. Mi are in place to verify that the device is manufactured according to specifications. Per qc, final inspection for ansel flexor check-flo introducer, requires 100% inspection of the dilator to ¿confirm correct fittings and shrink tube on dilators, sheath check-flo proximal fitting and that it is securely glued. Disc in check-flo assembly must be correctly placed, clean and free of foreign debris. Inspection method: dilator shafts must be securely molded to fitting. Manually pull on fitting. Visually examine disc and fitting. Manually give a twist to valve assembly to assure security. Verify presence of adhesive at joint. Visually examine shrink tube.¿ based on this evaluation, the root cause has been determined to be manufacturer operator related. Operating managers have been informed to retrain operators. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. A quality engineer risk assessment was used to assess the risk of this failure mode and determined that no further risk reduction is required at this time.

Event description:
During an evar procedure, when using the sheath, the luerlock adapter broke from inner dilatator. The sheath was removed from the package, flushed with heparinized saline solution, the same one used for the stent grafts. The sheath and the dilatator were introduced over another manufacturer's 0.35 inch wire into the right groin and placed right in the aortic bifurcation for a angiography. When the physician removed the inner soft dilator, the syringe adapter on the dilatator broke away from the dilatator. He had to pull out the dilatator with a small clamp to continue the procedure. The anatomy of the vessel was neither tortuous nor calcified. The physician was able to proceed with the procedure as normal and the patient did not required any additional interventions. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.